Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR and follow-up report for report number 3004753838-2018-42140 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-37046.